Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ¿it comes and goes.¿ the patient reported that it only helped the first day because she had not drank anything, liquids make her go. The patient reported that the therapy stopped helping on (B)(6) 2016. The patient also reported that she got a cold and was coughing hard and it started hurting down in the bottom part of her vagina after a bad episode of coughing. The patient reported that it was not hurting at the time of the report. The patient reported that it only hurt when she changed stimulation. The patient reported when she felt stimulation it was not comfortable. The patient reported that she put stimulation up to 2.5v on (B)(6) 2016 and then went down to 1.6v. The patient reported that she did not feel stimulation when she got implanted. The patient was not feeling stimulation at the time of the report. It was noted that the therapy was on program 2 at 1.4v. The patient increased stimulation to 2.0v and reported that she felt stimulation in her legs, patient turned stimulation back down to 1.4v. The patient reported that she had an appointment with her healthcare provider (hcp) on (B)(6) 2016. Additional information was received from the patient and it was reported that the patient had a lack of therapeutic effect since being implanted with permanent system. The patient reported that stimulation became uncomfortable when increased past 1.4v on program 2. The patient reported that she felt stimulation in her leg when above 1.4v on program 2. The patient changed to program 3 and increased to over 4.2 and reported that she felt stimulation going down her right leg. The patient reported that the stimulation on program 3 made her leg twitch. The patient then changed to program 4 and reported that she felt stimulation in her ¿butt.¿ the patient increased the amplitude to 2.2v on program 4. Additional information was received from the hcp and it was reported that the patient met with the hcp and a manufacturer¿s representative (rep) and the device was off. The hcp reported that the patient said she had made adjustments and then hit the off button thinking she was turning the programmer off. The hcp reported that the rep met with the patient for more education on the programmer and all 4 programs were adjusted to comfortable stimulation and the patient left the office on program 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the same information and also stated that they had meralgia paresthetica. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.